Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive bolus express, act and esc buttons due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 334 mg/dl at the time of the incident. They were unable to make any of the buttons on the device work. They were unable to verify if the time on the clock advanced. The customer stated the screen only shows zero. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.